Manufacturer narrative:
The returned device was evaluated. During this testing the ac module demonstrated intermittent contact. The ac module was found to be damaged. The ac module was replaced and the unit functioned as designed.

Event description:
It was reported that the rad-87 has intermittent power loss when power cord is moved or re-positioned. There was no known impact or consequence to patient.